Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this single chamber implantable cardioverter defibrillator (ICD) device and right ventricular (rv) lead presented to the emergency room (ER) for cardiac arrest. The ICD device was interrogated. The interrogation revealed that the device reached battery capacity depletion one month earlier and exhibited alert messages that an open circuit condition was detected during shock delivery the previous day. The healthcare provider (hcp) indicated the patient had a cardiac arrest in the ER and the ICD device did not provide shock therapy. Additional information provided by the boston scientific representative indicated the patient was externally cardioverted, was admitted to the intensive care unit but never woke up and passed away. No ICD device episodes could be seen, nor could ICD device testing be performed. Evidence is suggestive the device and lead were buried with the patient.